Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned device exhibited signs of repeated use and a fracture on the medial side of the post. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been returned, investigation is in process. Once the investigation is complete a follow-up MDR will be submitted.

Event description:
It was reported that tibial articular surface provisional was returned fractured. No additional information is available at this time.